Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had experienced low blood glucose. The blood glucose at the time of the incident was 36 mg/dl. The customer states she needed assistance with her settings. She states her sugar was high so she treated with the pump and gave her too much insulin. She declined to troubleshoot for the low blood sugar due to settings. The customer was advised to contact her healthcare provider for corrections. The device will not be returned for analysis.